Manufacturer narrative:
The philips field service engineer (fse) and philips remote application specialist (ras) reviewed the patient's clinical audit log events and patient's tabular trends with the clinical user. The clinical audit showed many ""spo2 sensor off"" technical inop alarms (generated/ended) during the night shift. The ras explained these are technical inop alarms, so they will need to confirm spo2 sensor properly applied to the patient. The ras explained how to view the patient's tabular trends for the time frame in question. The patient's tabular trends show spo2 with ? (Question marks), the ras explained the spo2 with ? Are invalid, and questionable data will generate technical inop alarms. The clinical user agreed that the clinical audit event did correlate with the tabular trends-spo2 invalid data. At this time, the patient's sector shows spo2 label with valid numeric, and the trend values are accurate. It was confirmed the pic ix surveillance spo2 measurement and alarms are configured to default on. This case was reassessed and is no longer considered a reportable event. If the customer reports unexpected behavior of the alarms with supporting data that the issue does not represent a malfunction but is related to user knowledge or application related issues, this is not reportable. Product labeling describes alarm behavior.

Manufacturer narrative:
Philips is in the process of obtaining additional information and the complaint is still under investigation. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the red spo2 alarm is not working. The device was in clinical use at the time the issue was discovered.  There was no adverse event or patient harm reported.